Event description:
It was reported that the patient presented in clinic for follow up with their implantable cardioverter defibrillator exhibiting post-paced t-wave oversensing. Programming changes were made and the patient was stable throughout.